Event description:
It was reported that a pump declared an alarm 20 during pumping. There is no information available regarding any adverse impact on the customer's blood glucose level, as the customer declined to answer. Due to the recurrent nature of the issue across multiple cartridges, a replacement pump was organized for the customer.